Event description:
It was reported that a flogard infusion pump experienced an f-21 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection was conducted and the reported issue was confirmed. The cause of the alarm was an inoperative/defective central processing unit (cpu) board. There were no cpu boards in stock, so the device was swapped.